Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A different device was received for evaluation. There was no relationship found between the returned device and the reported incident.  A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed a different device was returned that what was reported. A fast fix 360 device was returned with the a different product number and the same reported batch number. The device was returned outside of original packaging. The anchors and suture were not received with the device. The needle tip has become straightened from manufactured intended curve. The deployment needle is in the t2 pre-deployment position. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, the suturefix ultra failed to deploy. A backup device was available to complete the procedure with no significant delay or patient injuries. Results of investigation have concluded that this unit tip broke off which makes it a reportable event.